Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Surgeon reported that the post-operative scan from a previous surgery had several inaccurate electrode placements. He reported that temporal electrodes were 3 millimeters below planned trajectories, and several other electrodes were 3 to 5 millimeters deeper than planned. There was no report of clinical consequences and no delay to surgery.

Event description:
Surgeon reported that the post-operative scan from a previous surgery had several inaccurate electrode placements. He reported that temporal electrodes were 3 millimeters below planned trajectories, and several other electrodes were 3 to 5 millimeters deeper than planned. There was no report of clinical consequences and no delay to surgery. Surgery using this robot br18039 was completed on 10-jul-2018 and surgeon confirmed that electrode placements were accurate

Manufacturer narrative:
UDI# (B)(4).

Manufacturer narrative:
It was reported that there were inaccuracies during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the registration was not well performed and led to the inaccuracies. The inaccuracies could have been prevented if the user followed the instructions of the IFU. The root cause of this event is a user error.